Event description:
It was reported that the patient started having excruciating pain in 2013. On 2014 (B)(6), the patient had a surgery to remove a granuloma. It was noted that only part of the granuloma was able to be removed and the patient chose not to have the infusion system removed. On 2014 (B)(6), the patient had another surgery because, the catheter caused more granuloma. The pump and catheter was removed then as well as the granuloma in its entirely. The pump system was delivering fentanyl, bupivacaine and baclofen. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).